Event description:
It was reported that the patient experienced dissatisfaction with the curve of the penis and the device cycling issues with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.